Event description:
Upon removal of permacath, a piece of the catheter tip separated and was in the patient. The physician removed the tip of the catheter under fluoroscopy x-ray. No residual was seen on x-ray per physician. The catheter had been implanted for approximately three months.